Manufacturer narrative:
Additional information: b3, g1, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/19/2023, it was reported by a sales representative that a t10 hexalobe driver, ar-8741-40, broke during use in a case. Additional information requested.